Manufacturer narrative:
(B)(4)

Event description:
It was reported pt had pain under the implantable neuro stimulator (ins) site. The pt was admitted to the hospital on (B)(6)2010 for nausea and vomiting. It was stated pt had renal failure and had been severly dehydrated. Pt also had depression. There was no known accident or incident related to this complaint. It was noted hospital performed a computer assisted tomography (cat) scan and could not visibly see backing up of pt's bowels. Hospital was looking for a gastro physician to assist in treating this pt. It was also reported pt experienced a loss of therapeutic effect. Pt's ins was checked and stim was on, programmed to 3.3v, 330us, 14hz with cycling 0.1s on, 5.0s off. Their impedance was 511 ohms, with suggested voltage of 2.6v. Pt's battery status was ok with estimated long of >120 mos. Last session was (B)(6)2009. The electrode impedances were normal range. Possible reprogramming will be discussed with physician. The pt clinical status was improving and he's able to eat some now. Add'l info was requested and will be provided when it becomes available.